Event description:
Meter keeps failing the control solution tests. This issue was not resolved with troubleshooting. Pt was using correct control solution. The meter was within specs when a control test was done with a new vial of test strips. Replacement test strips were sent to the pt.